Manufacturer narrative:
(B)(4): the device was received. Investigation is not yet complete.

Event description:
Device issue: no knot present. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the proglide device was removed from the patient's anatomy, only two sutures were present; however, no knot was present. Hemostasis was achieved using manual compression for approximately 45 minutes. There were no reported adverse patient effects. No additional information was provided.